Event description:
The disposable loading unit was used with a disposable instrument during a laparscopic burch procedure. The needle broke. The hospital has reported that no pt injury occurred.

Manufacturer narrative:
6/30/97-supplemental report 31 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. As only half of the broken needle was not returned to the MFR for evaluation, the cause for the difficulty reported could not be reliably determine.